Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported the patient had an infection and their system had been explanted. No patient symptoms or cause of the infection were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.